Manufacturer narrative:
The insulin pump was received with broken battery cap and stuck inside of the battery compartment. The insulin pump had minor scratches on the display window, cracked battery tube threads, broken reservoir tube lip and bleeding lcd glass.

Event description:
Customer's grandmother reported via phone call damaged battery cap. Customer's blood glucose level was 276 mg/dl. Customer's grandmother advised the battery was broken, the grooves were stuck and they battery would not stay in place. Customer advised the lid of the battery cap was broken off and the sides where the screws are placed were broken and lodged into the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.